Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by a facility representative via sems that an ar-8330h shaver overheated and started to smoke. This was discovered during a case with no patient effect.

Manufacturer narrative:
No problem found. The evaluation did not reveal any issues relevant to the reported event, "ar-8330h shaver overheated and started to smoke."